Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a calcified right coronary artery (rca). The physician successfully deployed a taxus express2 3.0x8mm drug eluting stent at 12 atms. The balloon was then re-inflated to 14 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician was able to successfully remove the balloon after multiple inflations and deflations while pulling hard on the stent delivery system (sds). No patient injuries or complications were reported.